Manufacturer narrative:
This report is provided because our device evaluation report was submitted before the testing on the device was complete. The updated device evalution information is found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported customer had an empty reservoir in the morning. Customer changed the reservoir and infusion set, but three hours later she started to seizure. Customer was taken to the hospital. On the way, customer's spouse noticed that the reservoir was empty, but the insulin pump was saying it was still full. When the reservoir was taken out it was wet and smelled of insulin. Customer's blood glucose when admitted was 35 mg/dl. She was treated with juice and food. Customer was low for about four hours. In troubleshooting, the drive support cap appeared normal. The device is being replaced. Customer's last blood glucose was 68 mg/dl. Nothing further reported.